Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analzyed. The distal conductor was found to have fractured. The outer insulation exhibited cosmetic depression, and the lead was flexed within 5cm of the anchoring sleeve. Blood was found in/on the helix/lobe mechanism.

Event description:
It was reported that the atrial lead had issues with unacceptable thresholds, no capture, undefined impedance, dislodgement, and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.